Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the access site adverse event was user related as the blue suture hub being positioned within the arteriotomy.

Event description:
The complainant reported that an elderly male with significant preexisting cardiac disease underwent a cardiac catheterization for an acute myocardial infarction and developed a ventricular fibrillation cardiac arrest on the procedure table. Circulation was restored and an impella support device was inserted. At the end of the procedure, oozing was noted at the vascular access site, which was attributed to the blue suture hub being positioned deep within the arteriotomy. The physician elected not to reposition or replace the suture. The patient remained critically ill, and the family ultimately chose to withdraw life-sustaining treatment. The patient subsequently expired. Although the death appeared related to the patient¿s underlying condition and the decision to withdraw care, it was conservatively reported in association with the impella device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.